Manufacturer narrative:
(B)(4). Device manufacture date: january 2014. The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain cycle five) alarm was identified in the log. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 04:22:45. No additional information is available.